Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing a loss of suction and power before a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the ultrasound (u/s) controller circuit board (pcb) was replaced as a preventive measure. The customer has ordered a new footswitch, as well. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 6, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was found to function intermittently. A replacement was ordered and shipped to the customer directly. The system was found to meet specifications. The footswitch was found to work intermittently. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).